Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that customer's blood glucose (bg) was 400-500 mg/dl. Correction boluses via the pump were delivered and basal rate was increased to address bg. Pump system check with tandem technical support (cts) found an air bubble in the tubing. Customer changed the pump supplies and resumed insulin therapy. Reportedly, customer used humalog in cartridge for 3 days versus the labeled 48 hours. Cts educated customer on the labeling for the insulin.